Manufacturer narrative:
The reported event of ¿helix distortion and lead damage¿ was confirmed. A complete lead was returned in one piece for analysis with extended helix, stretched/bent, and clogged with blood/tissue. Visual and x-ray examinations found the helix was stretched/bent consistent with procedural damage. Unable to perform helix mechanism test due to the condition of the helix as received. The cause of the reported events was isolated to bent helix consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited damage. The physician opted to use new rv lead. However, that rv lead also exhibited damage. Both rv leads was not used and replaced during the procedure. The patient was discharged.